Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was missed to add in initial report. The information has been provided in section b5 and h6 in hecc and heic with this report.

Event description:
Updated summary for legal case: medtronic legal received information regarding customer¿s hospitalization from the attorney of the family. The information received on (B)(6) 2021 stated the following - user was hospitalized due to high blood glucose, massive heart attack and diabetic ketoacidosis on (B)(6), 2019 with blood glucose of 826 mg/dl. The customer experienced symptoms such as positive results in ketones test, nausea, vomiting and difficulty in breathing. The customer was treated with surgery and insulin drip. Plaintiff (B)(6) ("ms. (B)(6)" or "plaintiff (B)(6)") is and at all relevant times was a citizen of the state of maryland and the united states. 45. At all relevant times, plaintiff (B)(6) used the medtronic minimed model 670g (mmt-1780) to deliver the proper amount of insulin to treat her type 1 diabetes. 46. On multiple occasions, beginning in or around may 2018, ms. (B)(6) insulin pump malfunctioned and failed to deliver the appropriate amount of insulin, causing her to suffer multiple injuries, including but not limited to diabetic ketoacidosis, which required emergency medical treatment I and hospitalization. 47. In or around october 2019, ms. (B)(6) insulin pump again malfunctioned and failed to deliver the appropriate amount of insulin, causing her to suffer from diabetic ketoacidosis and a heart attack, requiring emergency medical treatment and hospitalization for five days. 48. Ms. (B)(6) medtronic minimed model 670g insulin pump failed to deliver insulin, the reservoir was loose and difficult to lock into place, and, on information and belief, plaintiff alleges that the retainer ring was defective. 49. Plaintiff (B)(6) has had to pay out-of-pocket for medical expenses stemming from the retainer ring defect because medtronic has refused to do so. 50. Plaintiff (B)(6) has worried about the risks she faces, has also been subject to out-of-pocket expenses in relation to seeking medical advice, evaluating the flawed product that was supposed to facilitate the appropriate amount of insulin into her body, and seeking recommendations for future care and treatment. Plaintiff also continues to suffer from mental stress, anxiety, worry, humiliation, fear, concern and other personal and financial hardship in the aftermath from the malfunction events. 51. Plaintiff (B)(6) has had to take time away from work in order to seek medical treatment, advice, and consultation, and due to the stress and anxiety related to her flawed medtronic pump. 52. Plaintiff (B)(6) would not have had purchased and used a recalled insulin pump had the defendants honestly, fully, and completely disclosed the risks through the appropriate channel and medium, including the FDA's maude database. 53. Plaintiff (B)(6) did not learn that her recalled insulin pump caused her injuries until after she was injured and learned about the recall.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that the customer was hospitalized due to high blood glucose, massive heart attack and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 826 mg/dl. The customer experienced symptoms such as positive results in ketones test, nausea, vomiting and difficulty in breathing. The customer was treated with surgery and insulin drip. The customer decline high blood glucose troubleshooting and customer stated that her hospitalization has nothing to do with insulin pump.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had experience to hyperglycemia. Customer's blood glucose level was 287 mg/dl at the time of incident. Customer still in the hospital. Customer expressed may be indicative of the possible onset of diabetes ketoacidosis. The insulin pump will not be returned for analysis.